Event description:
It was reported that the downstream occlusion seal was peeling. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review found no failures related to the seal. Functional checks were performed, and the customer¿s reported problem was not duplicated. The downstream seal was intact. Additional testing will be performed.